Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) explained device programming as well as provided troubleshooting including device reprogramming and a synchronized shock test. It was noted that the impedance had been gradually increasing over the past year. It was noted that this patient will be further monitored with no intervention planned. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) explained device programming as well as provided troubleshooting including device reprogramming and a synchronized shock test. It was noted that the impedance had been gradually increasing over the past year. It was noted that this patient will be further monitored with no intervention planned. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, the shock impedance of this rv lead continues to be out of range with values greater than 150 ohms. Ts stated that this is consistent with possible calcification and recommended lead replacement. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Additional information was received demonstrating a new event date prior to the previously submitted date.

Manufacturer narrative:
Additional information was received demonstrating a new event date prior to the previously submitted date.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) explained device programming as well as provided troubleshooting including device reprogramming and a synchronized shock test. It was noted that the impedance had been gradually increasing over the past year. It was noted that this patient will be further monitored with no intervention planned. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, the shock impedance of this rv lead continues to be out of range with values greater than 150 ohms. Ts stated that this is consistent with possible calcification and recommended lead replacement. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to exhibiting advisory behavior previously reported. A new lead was successfully placed in the rv septum. No additional adverse patient effects were reported outside of the prolonged procedure.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) explained device programming as well as provided troubleshooting including device reprogramming and a synchronized shock test. It was noted that the impedance had been gradually increasing over the past year. It was noted that this patient will be further monitored with no intervention planned. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, the shock impedance of this rv lead continues to be out of range with values greater than 150 ohms. Ts stated that this is consistent with possible calcification and recommended lead replacement. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to exhibiting advisory behavior previously reported. A new lead was successfully placed in the rv septum. No additional adverse patient effects were reported outside of the prolonged procedure.

Manufacturer narrative:
Correction for adding code for prolonged surgery. Additional information was received demonstrating a new event date prior to the previously submitted date.